Event description:
It was reported that, during a tka procedure, while using a journey fem impact bumper lt, the peg broke off while impacting the femoral component. The procedure was successfully completed without delay using a smith+nephew back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The stated failure mode was confirmed through a visual inspection of the returned journey fem impact bumper lt that one of the pegs is broken off the bumper. The broken peg was returned with the device. This instrument was manufactured in 2016, and it exhibits signs of significant use and wear. A medical investigation was conducted and confirms per complaint details, an impactor peg broke off during impaction; however, ¿instruments outside patient¿. Reportedly, there was no patient injury or surgical delay due to the reported event. The product evaluation confirmed the breakage and the fractured portion was returned with the instrument. Based on the information provided, a backup s+n device was used to complete the case. Further patient impact is not anticipated as there is no suspicion of a retained foreign body, no surgical delay, and there was no report of patient injury. Therefore, no further medical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.